Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: unknown 29 cemented patella , lot unknown; unknown triathlon universal size 3 baseplate , lot unknown ; unknown 100x15mm stem , lot unknown ; unknown 4mm offset , lot unknown ; unknown triathlon size 3 left femur , lot unknown ; unknown 100x17mm stem implanted , lot unknown ; unknown triathlon 5mm posterior augment , lot unknown ; unknown triathlon 5mm posterior augment , lot unknown; unknown triathlon 5mm distal augment , lot unknown; unknown triathlon 5mm distal augment , lot unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's left knee due to infection. All components were removed and a spacer placed.